Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Type of reportable event corrected from malfunction to serious injury. (B)(4).

Event description:
It was reported that percutaneous transluminal coronary angioplasty (ptca) procedure, the guide wire tip detached. The 99% stenosed, very fibrotic, target lesion was located in the non-tortuous and mildly calcified mid left anterior descending (lad) artery. A kinetix, str, 185cm guide wire was advanced but unable to cross the lad lesion. The physician then positioned the wire down the second diagonal artery as a buddy wire. A non-bsc wire was positioned in the mid lad. A 2.0 x 20mm apex balloon catheter was advanced, but was unable to cross the target lesion in the lad. A 1.25 non-bsc balloon was also unable to cross the lesion. A 1.5 x 15mm apex push balloon catheter was able to cross the lesion. The balloon was inflated 5-6 times to unknown atms with both wires still in situ. A non-bsc catheter was then advanced over the non-bsc wire. The previously attempted 2.0 x 20mm apex balloon was then able to be advanced to treat the lad and inflated more than 6 times to unknown atms. The physician advanced a non-bsc stent across the non-bsc wire to the target lesion and deployed the stent in the mid lad. A 3.5 x 18 non-bsc stent was then deployed in the proximal lad. A 2.5 nc quantum apex was successfully inflated in the mid lad lesion multiple times. A 3.5 x 12 nc quantum apex was inflated in the proximal lad multiple times. After removing the 3.5 x 12 nc quantum apex, the physician decided to remove the kinetix wire into the guide catheter to take final images. Upon doing so, the physician felt resistance and noticed that the tip of the wire had been stripped. The guide catheter was aspirated to retrieve the detached tip. The procedure was considered completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a kinetix guidewire separated into two pieces. Visual inspection revealed the distal tip was detached/separated and the guidewire was fractured. The portion of the returned distal tip measured approximately 6cm. A small portion of the high torque sleeve was removed from the detached tip to verify the ccr joint (coil wire/core wire/ribbon) was intact. Microscopic inspection revealed the corewire was broken approximately 2mm proximally from the ccr joint. Analytical testing concluded that the wire was bent in the area where the fracture occured and the core wire was twisted and then pulled to failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that percutaneous transluminal coronary angioplasty (ptca) procedure the guide wire tip detached. The 99% stenosed, very fibrotic, target lesion was located in the non-tortuous and mildly calcified mid left anterior descending (lad) artery. A kinetix, str, 185cm guide wire was advanced but unable to cross the lad lesion. The physician then positioned the wire down the second diagonal artery as a buddy wire. A non-bsc wire was positioned in the mid lad. A 2.0 x 20mm apex balloon catheter was advanced, but was unable to cross the target lesion in the lad. A 1.25 non-bsc balloon was also unable to cross the lesion. A 1.5 x 15mm apex push balloon catheter was able to cross the lesion. The balloon was inflated 5-6 times to unknown atms with both wires still in situ. A non-bsc catheter was then advanced over the non-bsc wire. The previously attempted 2.0 x 20mm apex balloon was then able to be advanced to treat the lad and inflated more than 6 times to unknown atms. The physician advanced a non-bsc stent across the non-bsc wire to the target lesion and deployed the stent in the mid lad. A 3.5 x 18 non-bsc stent was then deployed in the proximal lad. A 2.5 nc quantum apex was successfully inflated in the mid lad lesion multiple times. A 3.5 x 12 nc quantum apex was inflated in the proximal lad multiple times. After removing the 3.5 x 12 nc quantum apex, the physician decided to remove the kinetix wire into the guide catheter to take final images. Upon doing so, the physician felt resistance and noticed that the tip of the wire had been stripped. The guide catheter was aspirated to retrieve the detached tip. The procedure was considered completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that percutaneous transluminal coronary angioplasty (ptca) procedure the guide wire tip detached. The 99% stenosed, very fibrotic, target lesion was located in the non-tortuous and mildly calcified mid left anterior descending (lad) artery. A kinetix, str, 185cm guide wire was advanced but unable to cross the lad lesion. The physician then positioned the wire down the second diagonal artery as a buddy wire. A non-bsc wire was positioned in the mid lad. A 2.0 x 20mm apex balloon catheter was advanced, but was unable to cross the target lesion in the lad. A 1.25 non-bsc balloon was also unable to cross the lesion. A 1.5 x 15mm apex push balloon catheter was able to cross the lesion. The balloon was inflated 5-6 times to unknown atms with both wires still in situ. A non-bsc catheter was then advanced over the non-bsc wire. The previously attempted 2.0 x 20mm apex balloon was then able to be advanced to treat the lad and inflated more than 6 times to unknown atms. The physician advanced a non-bsc stent across the non-bsc wire to the target lesion and deployed the stent in the mid lad. A 3.5 x 18 non-bsc stent was then deployed in the proximal lad. A 2.5 nc quantum apex was successfully inflated in the mid lad lesion multiple times. A 3.5 x 12 nc quantum apex was inflated in the proximal lad multiple times. After removing the 3.5 x 12 nc quantum apex, the physician decided to remove the kinetix wire into the guide catheter to take final images. Upon doing so, the physician felt resistance and noticed that the tip of the wire had been stripped. The guide catheter was aspirated to retrieve the detached tip. The procedure was considered completed with this device. No patient complications were reported and the patient's status is good.